Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pump was removed due to infection at pump pocket site. The pt was enrolled in a post market outcomes registry. A follow-up report will be sent if add'l info becomes available.